Event description:
A customer contacted beckman coulter inc. (Bci), in regards to obtaining a thyroid-stimulating hormone (tsh) result above the normal reference range on one patient that was generated by the access 2 immunoassay system. Upon repeat analysis, a tsh result was within the normal reference range. The erroneous result was not reported out of the laboratory. Patient treatment was not affected in this event.

Manufacturer narrative:
Per the customer, qc resulted within specifications prior to and after the event. The customer ran a tsh precision run using the patient sample with results ranging from 2.16 - 2.57 ulu/ml. A field service engineer (fse) was dispatched on (B)(6) 2010. The fse replaced the ball bearings at the wash wheel due to noise and slippage sounds. The fse also ran high sensitivity (hs) system check, which resulted within specifications. A definitive root cause for this event was not determined.